Manufacturer narrative:
No report of injury, procedure delay or cancellation. A steris service technician inspected the sterilizer and found that the pressure regulator valve was cracked subsequently allowing steam to leak. The technician repaired the sterilizer, ran a test cycle and confirmed the unit to be operating properly. The sterilizer was returned to service and no additional issues have been reported.

Event description:
The user facility reported that steam was leaking from their sterilizer.